Manufacturer narrative:
(B)(4). This complaint is for a report of a use error where the patient failed to follow therapy steps and disconnected improperly. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the homechoice device. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient failed to follow therapy steps during peritoneal dialysis (pd) therapy. The patient disconnected during drain 4 of 5 but did not cap the patient line, close the transfer set, close the clamp, or press stop on the homechoice machine. The patient would end therapy for the day. There was no patient injury or medical intervention associated with this event. No additional information is available.